Event description:
The customer reported that during the first application of the device during a gastrectomy, the device knife was reported as being extended from beyond the jaws. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.